Event description:
It was observed that during the device evaluation, the tip cover of the gastrointestinal videoscope was observed to be burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the malfunction, a definitive root cause could not be determined. However, it is likely it was caused by a high-frequency instrument without sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: instructions evis lucera elite gastrointestinal videoscope olympus gif-hq290 operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope chapter 4 operation 4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.